Event description:
The doctor inserted ttso-10-5 into the patient with pancreatic cancer to drain the biliary tract. The biliary narrowing was not severe. The oa-10 was loaded with ttso-10-5 and entered through the guidewire (0.025" visi 2, straight). When ttso entered the duct, there was some resistance. The ttso was where he wanted it to be, and the doctor removed the oa-10 and the guidewire, and removed the scope. However, it was discovered that the ttso second flap was stuck in the elevator of the scope. This led to concerns about bleeding inside the duct. The procedure was repeated again, a new ttso-10-5 was inserted, and the procedure was completed according to the doctor, they changed the scope from 260 to 290 in july of this year, and there had never been an event like this one before. The doctor wonders if it's a problem with the scope or the ttso. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of ttso-10-5 of unknown lot number was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. The device evaluation could not be completed as no device was returned. Photographic evidence was returned for evaluation. The review of the photo determined the following: the flap of the stent stuck in the elevator of the scope. Manufacturing records: prior to distribution, all the devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for ttso-10-5 of lot number unknown did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). The labelling was not followed. The device labelling specifies that a 0.035-inch wire guide must be used with the device. The use of the second stent with the incorrect wire guide size has been added to the pms log. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. This may have reduced support and stability during stent advancement, contributing to resistance and resulting in the stent flap becoming stuck in the elevator of the scope. Additionally, the switch to the tjf-q290v duodenoscope¿which features a redesigned distal cap and elevator mechanism¿may have altered how devices exit the working channel, increasing the likelihood of the flap catching during withdrawal. Also, the patient's tortuous anatomy and potential irregular or tight biliary stricture are also considered significant contributing factors. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: confirmed quantity of 1 device, confirmed used. The investigation findings conclude a definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. This may have reduced support and stability during stent advancement, contributing to resistance and resulting in the stent flap becoming stuck in the elevator of the scope. Additionally, the switch to the tjf-q290v duodenoscope¿which features a redesigned distal cap and elevator mechanism¿may have altered how devices exit the working channel, increasing the likelihood of the flap catching during withdrawal. Also, the patient's tortuous anatomy and potential irregular or tight biliary stricture are also considered significant contributing factors. Complaint is confirmed based on customer and/or rep testimony. According to the initial report, no patient outcomes provided CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-jun-2025.